Event description:
A customer observed the wash station leaking on the orth provue analyzer. There is a remote possibilty of electrical shock, fire, or exposure to biological waste fluid during this type of malfunction. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that a blood clot caused the wash station to back up and leak. The field engineer cleaned and flushed the system and reseated the waste container. The service actions returned the equipment to its expected operation. The root cause of the event was instrument related.